Event description:
During the implant procedure, a surgical instrument inadvertently punctured the patient¿s lung during chest dissection, resulting in a pneumothorax. After completion of the implant procedure, the surgeon placed a chest tube, and the patient was admitted for observation. The chest tube was removed three days later, and the patient was discharged. This resolved the issue.